Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular; cat# 509-02-58f; lot# mlr512. Gap plate screws; cat # 2080-0015; lot# mmj7ky qty 2. Gap plate screws; cat # 2080-0025; lot# mlrt8a. Gap plate screws; cat # 2080-0030; lot# mmk3r8. Gap plate screws; cat # 2080-0030; lot# unk. Gap plate screws; cat # 2080-0015; lot# mmjrl9. Rest ha calcar 205 stem-15mm resection 10x16mm; cat # 6018-1016; lot# mhh1el. Delta c-taper head 28mm -2.5; cat # 18-28-3; lot# 32975001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Doctor removed all components that were implanted on (B)(6) 2014 due to infection.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg constrained insert 28f was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Doctor removed all components that were implanted on (B)(6) 2014 due to infection.